Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The patient reports that on (B)(6) 2017, he tripped and tore the rotator cuff. He had orthoscopic surgery on (B)(6) 2017; however, the surgery did not work, his body rejected the surgery and on (B)(6) 2017, he had a titan reverse shoulder system implanted. He had constant pain and a lot of heat in the joint during the first several weeks, but it soon began to subside. Physical therapy was started in (B)(6) 2018 and the pain level continued at a rate of about 5. After physical therapy, the pain continued at a rate 2-5; however, at times with some random movements, the pain level jumps to 10. The surgeon has run several tests and according to him, he could find nothing wrong. There has been no history of trauma since the implantation. The surgeon words were: ¿do whatever you want to do, just quit when the pain rises.¿

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. No part number or lot number was reported, so a review of the lot records could not be conducted. As no components were returned for investigation, failure analysis could not be conducted, and a possible root cause could not be found. CT scans were submitted by the complaint originator, and reviewed by our medical safety director whom stated that "these films cannot speak to the complaint of pain. As such, they do not point to a possible root cause."